Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the recharger displayed reposition recharger antenna screen. The patient tried to reposition but that did not resolve the message. The patient noticed the message a couple of days ago. The last time they charged their implant was about 2 weeks ago. They felt like the implant was not working. They replaced their programmer batteries on the call and it displayed poor communication screen. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. No symptoms were reported.